Manufacturer narrative:
D10 concomitant products: egia60amt - egia60amt egia 60 artic med thick sulu, lot# p3e0237 sigphandle - sig power sigphandle handle, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, the third firing fired, but it stopped working when the intestinal tract was resected. It was noted that the tissue was not particularly thick. A new reload was used with the same handle and adapter to resolve the issue. There was no patient injury.